Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 had failed in diagnostic testing, because the position sensor did not register movement despite drawer motion. A field service engineer (fse) removed the drawer, inspected the position magnet, replaced the drawer controller board, and reinstalled the drawer in the main station chassis. After reconnecting the pixie bus cable and restarting the station, the drawer functioned correctly, and all required diagnostic tests were successfully completed. The system functioned as intended after field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers not detected on bus. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.